Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural/factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The patient suffered from critical limb ischemia. The 100% stenosed target lesion was located in the severely tortuous left superficial femoral artery to the popliteal artery. The 5.0x40mm 135cm 4f sterling monorail balloon catheter was advanced, and was successfully inflated to unknown atms. During the second inflation, the balloon ruptured at 10atm. The device was removed intact and another sterling balloon was used. A non-bsc stent was then implanted and the procedure was completed. No patient complications were reported and the patient's status is good.